Event description:
It was reported that the patient was seen in-clinic for a routine follow-up. Sudden increases in pacing lead impedance and threshold were observed since the previous follow-up 3 months prior. The device was reprogrammed. It was later reported the lead was cut, capped and replaced. The patients condition was good after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the connector pin measuring 23.7cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.